Manufacturer narrative:
Tech investigated issue and found that this incident was related to a pt who tried to use the overbed table to get out of the bed and the pt fell onto their knee. Tech performed an in-service for the nurses explaining that the overbed table should not be used as an assist in getting out of bed. A nurse should be called for assistance. Tech checked the overbed table and found that it was in good working condition.

Event description:
Account alleged, they had falls with a patient and friend using this overbed table. They are leaning against the table and the table moves causing the fall. No injuries were reported. The last incident was report sometime last week.